Manufacturer narrative:
The returned device was evaluated and the investigation found no damage to the soft cannula and no evidence of any leaking internally or externally on the device. Data download returned an 0x14 alarm indicating an occlusion occurred. No evidence was found of an occlusion, but the rotational spring sensor was found to be incorrectly installed and leaning towards the commutator cap. The incorrect installation led to grinding on the commutator cap and an increased resistance to rotation of the ratchet gear. Investigation also found that the sma wire assembly had a high electrical resistance.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 265 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. It was also reported that the pod was leaking during wear. As treatment, a new pod was applied. The patient's blood glucose, carbohydrate, and insulin history are as follows: time: 5:07am, bg(mg/dl): 265; cho(g); bolus(u); 3:49pm, 174; 12:40pm, 40, unknown; 8:40pm, 23.